Manufacturer narrative:
(B)(4).all returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device.the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:57:39. During night drain cycle four, the patient's ultrafiltration reading was 2119ml, indicating the home patient (hp) drained 2119ml more than their maximum programmed fill volume of 2000ml. No additional information is available.